Event description:
The pt experienced no stimulation sensation following a fall. He went without stimulation therapy for approx 6 months and was then seen in a clinic. Impedances were greater than 4000 ohms on all or some of the bipolar pairs. The impedance test was rerun at an amplitude of 3 volts and a frequency of 450 milliseconds. Many bipolar pair impedances were 3006 ohms. Impedance measurements of bipolar pairs 0-1, 1-4 and 1-2 were 1496 ohms. Reprogramming did not correct the lack of stimulation sensation. The hcp ordered x-rays. The pt was reported to have recovered without sequela. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.